Event description:
Pt was implanted with quarter-tubular plate with collar for an ulnar osteotomy on an unk date. Pt returned to surgeon on (B)(6) 2012 complaining of pain. Surgeon took x-rays and did clinical examination which showed the plate was broken. Pt was returned to the operating room on (B)(6) 2012 for removal of broken hardware and revision to a 2.7 lcp ulna osteotomy plate. This report is #4 of 7 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.